Event description:
The customer reported to baxter (B)(4) on (B)(6) 2010 an incident where the lock of flow control is not working (solution is still dripping even when completely closed) with this vented paclitaxel set. This incident occurred before use. There was no patient injury or medical intervention associated with this report. No additional information was available.

Manufacturer narrative:
The device is not available for evaluation. A follow up report will be filed if additional information becomes available. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. (B)(4).